Manufacturer narrative:
8/14/1998-supplemental report #1 sent to FDA. The device has been rec'd and evaluated since initial submission.

Event description:
The device was used during a coronary bypass procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hospital has reported no patient injury occurred.